Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements. This lead was attempted to be revised, however the revision was unable to be successfully completed due to vascular occlusion. This lead remains in service. No additional adverse patient effects were reported.